Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This lead was replaced. No additional adverse patient effects were reported. Additional information was obtained, the lead presented high capture threshold measurements and impedance issues, after suffering a lead fracture. No additional information is available at the moment.